Event description:
It was reported that "the footswitch doesn't return to its initial position and causes the laser to keep lasing although the footswitch is released." No other info is available at this time.